Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 , and the patient was reimplanted with another cochlear device during the same surgery.